Event description:
Approximately two weeks after the initial implantation surgery the pt was brought into the or where the dr tried to manually manipulate and distract the pt's limb. The dr achieved only 1/2mm of length during manual manipulation. The dr brought the pt back into the or to remove the lengthener and implant a new one. The pt continued treatment with the second lengthener.